Event description:
Patient was revised to address pain and a pseudotumor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Territory (B)(4) reports that the patient was revised to address pain and a pseudo tumor. Doi: (B)(6) 2007, dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions. Added stem to capture new allegation(elevated metal ions), law firm, lawyer, age, updated account name and expiration dates (head and liner). Doi: (B)(6) 2007 dor: (B)(6) 2013 (left hip). Patient is bilateral. Please see (B)(4) for the right hip.